Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the white residue inside the air/water supply channel and cylinder and in the auxiliary water flow channel, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified burn marks on the distal end plastic cover, as well as white residue inside the air/water supply channel and cylinder and in the auxiliary water flow channel. There was no patient involvement.